Event description:
A malfunction alarm identified as malf 16 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, and the specific value was not reported, suggesting it was within a normal range. The customer did not report or reset the pump for this malfunction within the last 24 hours; however, customer technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after resetting, so the customer was instructed to continue using the pump and to call back if any issues resurfaced.